Event description:
It was reported that a user experienced difficulty connecting a freestyle libre 3 plus sensor to the ilet, with the ilet indicating 38 minutes remaining in sensor warm-up and then remaining in bg run mode beyond the expected warm-up period, consistent with a signal loss issue. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that signal communication between the glucose sensor and the responsible device could not be confirmed at the time of the call. It was concluded that the event involved a suspected loss of sensor data transmission without clinical harm.